Event description:
Reportedly, the sales rep has been aware of this issue by phone. At the last follow-up (around 6 month ago) and again on the (B)(6) 2025: both during sensing and threshold tests, the test-mode did not switch back to the programmed mode automatically when the test was stopped. The patient remained in ddi 30 after the sensing test. The physician then programmed via parameters tab, this was successful and restored normal behaviour. Patient is not pacemaker dependent. The follow-up was performed with an orchestra programmer version 3.10.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the sales rep has been aware of this issue by phone. At the last follow-up (around 6 months ago) and again on the (B)(6) 2025: both during sensing and threshold tests, the test-mode did not switch back to the programmed mode automatically when the test was stopped. The patient remained in ddi 30 after the sensing test. The physician then programmed via parameters tab, this was successfull and restored normal behaviour. Patient is not pacemaker dependent. The follow-up was performed with an orchestra programmer version 3.10.

Manufacturer narrative:
The programmer was returned and to extract the files directly. The conclusions are as follows: the sole file available in this programmer is a follow up dated 06/03/2025. It has been analyzed and led to the following observations: - the user did not modify the pacing mode through the user interface. The pacing mode returned automatically and correctly back to its initial values after the tests. - no abnormality is seen either during the tests or during the parameters programming. Based on the available data, no issue is suspected of the programmer or of the pacemaker.

Manufacturer narrative:
The conclusions are as follows: the analysis led to the following observations: - the patient files provided were not readable. - nevertheless, the complaint description, two hypotheses can explain the behavior observed: o either a pop up error message during the parameters programming before or after the real time test not seen by the user; o or a known bug occurring when using the pre-programmed settings which has been correct in the next software versions. - in case new relevant information is provided, a deeper analysis could be performed. - this complaint is recorded for trending purposes.

Event description:
Reportedly, the sales rep has been aware of this issue by phone. At the last follow-up (around 6 month ago) and again on the (B)(6) 2025: both during sensing and threshold tests, the test-mode did not switch back to the programmed mode automatically when the test was stopped. The patient remained in ddi 30 after the sensing test. The physician then programmed via parameters tab, this was successful and restored normal behaviour. Patient is not pacemaker dependent. The follow-up was performed with an orchestra programmer version 3.10.